Event description:
It was reported that an ilet user experienced recurrent low blood glucose after announcing meals, followed by rebound hyperglycemia after treating the lows, and the user suspected the pump delivered too much insulin; reports indicated lows around 40 mg/dl and highs up to 300 mg/dl, with low-glucose alerts present and meal example included a tuna sandwich with spinach announced as less than. Symptoms included shakiness and brain fog consistent with hypoglycemia. Outcomes included the need for oral glucose treatment and additional training, and the event was categorized as an urgent low glucose incident. Investigation included review of reported glucose trends, alarm activity, user¿s meal announcements, and troubleshooting education provided by support with transfer for additional training. Investigation of this case revealed a pattern consistent with patient overtreatment of hypoglycemia and subsequent automated corrections by the ilet that stabilized glucose but continued a downward trend, suggesting user management factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related hypoglycemia management and meal announcement behavior.